Event description:
Outer flange of trach broke off and not allowing vent or inner cannula to be secure. Noticed the trach was broke when the patient was turned on her side and the inner cannula continuously was coming out. Trach was exchanged at the bedside. No harm to the patient.